Event description:
The customer reported being hospitalized due to high blood glucose of 536mg/dl by the time the paramedics arrived. The customer stated that he inserted the infusion set without priming and her glucose level kept going up. The customer was treated overnight with an insulin drip and then released the following morning. Troubleshooting was declined as he felt comfortable using the device and knowing that he did not wait for the drops to come out during priming process. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.